Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak; fluid was dripping from the wash collar and accumulating on the tube tops. The fse found vl341 (probe clean vacuum valve) not functioning properly and it was replaced. (B)(4).

Event description:
The customer reported a 2 milliliter diluent leak contained within the dxh800 analyzer. No erroneous patient results were generated for this event. There was no biohazard exposure to open wounds or mucous membranes.